Event description:
The system shut down on its own during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ups switch, gib board, and reloaded the calibration filed. System operates as intended.